Manufacturer narrative:
Correction: the lead was not returned.

Manufacturer narrative:
A partial lead with the pin measuring 3.6 cm / 7.5 cm (lead body / stretched outer coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.